Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set spring detached from outer ring of inserter prior to insertion. On (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.